Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter displays an unspecified error message. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on the morning of (B) (6), 2010 (time not specified). It is not known as to the type of oral regimen the pt is on to manage her diabetes; however, after the alleged issue began, the pt denied making any changes to her diabetes regimen. At an unspecified time on (B) (6), 2010, after the alleged issue occurred, the pt complained of having blurry vision. The pt denied receiving any medical treatment after the reported issue began. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.